Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open proximal¿ was not confirmed as the returned braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex that failed to open at the proximal end and was kinked/damaged. The patient was undergoing a procedure for flow diversion treatment of multiple aneurysms of the left internal carotid artery (ica) c5 segment. Max diameter was 3.95mm and the main neck diameter was 3.9mm. Patient vessel tortuosity was moderate. It was reported that the pipeline embolization device and all accessory devices were prepared as indicated in the instructions for use (IFU). During normal deployment of the pipeline stent, when more than 50% of the stent was deployed, it flattened at the c4 vessel posterior curve though it was noted that the pipeline was not positioned in a bend. The proximal end of the stent could not be opened despite multiple maneuvers. The pipeline was resheathed 2 or less times. No other steps or devices were used. The pipeline was resheathed and removed from the patient's body with the microcatheter. The pipeline was pushed out in vitro and it was found that the proximal end of the stent was kinked. It was replaced with a pipeline 425-18 which was used to successfully complete the procedure. There was no harm or injury to the patient associated with this event. Ancillary devices: navien 6f 115 catheter, phenom 27 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that regarding the cause of the pipeline failure to open, it was noted that the middle-proximal lock of the stent could not be opened and there was a picture to prove it. There was no difficulty in delivery, only the opening was a problem.